Manufacturer narrative:
There is no further information available at this time. Should additional information become available or should this device get explanted and returned for analysis, this report would be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device header and case noted some cautery marks, however, no other discrepancies noted. A review of the device memory did not find any indications of premature battery depletion. Technicians noted the device was returned with programmed settings of 4v at .4ms, which is higher than nominal settings. Based on the available information, the device exceeded the nominally predicted longevity and was found to meet specification.

Event description:
Three months later, the device was returned.

Manufacturer narrative:
The device is currently in analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this pacemaker reached elective replacement time (ert) after greater than six years implanted. The boston scientific sales representative was concerned this device battery depleted a little early and was inquiring if it could be due to high threshold measurements. The sr stated they had not seen this patient before. There were no adverse patient effects reported.